Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported complaint was observed. Additional observations were as follows: a cartridge was returned. Viscoelastic is observed in the cartridge. There is evidence on one side only that the cartridge was placed into a handpiece. No cartridge damage is observed. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Iol returned torn/split/cut in three (3) segments and pressed down into well area of iol case base. Solution is dried on both surfaces of the optic and one haptic. One haptic is broken/torn and not returned. The segments are adhered to each other with dried solution. The optic is also cracked/fractured and scratched/marked-rejectable. The product investigation could not identify a root cause for the reported complaint. The product was subject to handling and the reported damage was highlighted post implantation. The returned iol shows evidence of handling by the customer due to the presence of solution dried on the returned segments. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, after the lens was implanted into the patient's eye, a crack in the optical zone and haptic defect was observed on the lens. The lens was removed and replaced with the same model lens during the initial procedure. There was no patient impact.